Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated a lead noise alert recorded on 29mar2014.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d364drg ICD implanted: unk. (B)(4).

Event description:
It was reported that there was an alert triggered due to noise sensed on the lead. Additionally, it was reported that the index noise episode was not possible to retrieve from the diagnostic memory of the device. The device and lead remain in use. It was noted that the patient has since been to follow-up and the alerts have stopped and no new noise episodes have been recorded. No patient complications have been reported as a result of this event.